Event description:
Dr. (B)(6) reported patient will be admitted to (B)(6) due to possible pump occlusion. No further details provided pertaining to pump occlusion. Pump serial number and expiration unknown. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Patient's weight, 145lbs. Unknown if md is aware. IV remodulin patient via cadd solis pump. Did the reported product fault occur while in use with patient? - yes. Did the product issue cause or contribute to patient or clinical injury - unknown. Is the actual device available for investigation? - unknown. Did pharmacy replace device? - unknown. Did the patient have a backup device they were able to switch to? - unknown. Is the infusion life-sustaining? -yes. Outcome? - unknown.